Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387, lot # unknown, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the out of regulation message (oor) repeated after a recent replacement. The research coordinator was going to let the patient and family know to turn the programmer on and then off to see if this cleared the oor reading. The patient was also to check battery levels to create distance from the battery and the device. If that did not clear the oor, the patient was going to go into the clinic.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v020086, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown and the oor issue was cleared.